Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid loss", secondary to "broken tubin at right cylinder junction". As reported to co, the entire device was removed and replaced with another mentor device.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/28/95 and revised on 4/23/97 due to "fluid loss". Additionally, the info indicated that the "tubing broke at (the) cylinder junction". A resipump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in cylinder #2's strain relief at the apex. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Opposite the separation a crease mark is observed. Based on qa's examination and the limited info received, qa concluded that while in-vivo cylinder #2's strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the noted "fluid loss" and render the device inoperable.